Event description:
This event involves an adult female who had iabp (intra-aortic balloon pump) inserted into her axillary while awaiting heart transplant. The following day, blood was observed in the helium tubing of the patients iabp by a nurse. Condensation had been observed in the helium tubing earlier in the shift. Physicians immediately notified and presented to bedside. The iabp console was paused, helium released from balloon, and the tubing clamped. The patient was stable throughout. Ultimately, the iabp was removed and replaced. The balloon was noted to be ruptured.